Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle that the safety shield fell off. Patient 1 of 2. The following information was provided by the initial reporter. The customer stated: customer problem: customer reports safety device fell off after collection causing needlestick injury while using cat 368607. -steps taken with customer/troubleshooting: customer states 4 different instances where the safety device fell off after collection and while staff member was closing the device. All incidences occurred to the same staff member. For two of the instances, no injuries were reported. The other two incidences cause needlestick injuries. Customer states issue has been happening for the last 6 months. 1st incident (B)(6) 2023 needlestick.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.1. Device available for eval: yes. D.1. Returned to manufacturer on: 24-oct-2023. H.6. Investigation summary: bd received 11 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed. Additionally, the customer samples were evaluated by functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle that the safety shield fell off. Patient 1 of 2. The following information was provided by the initial reporter. The customer stated: customer problem: customer reports safety device fell off after collection causing needlestick injury while using cat 368607. Steps taken with customer/troubleshooting: customer states 4 different instances where the safety device fell off after collection and while staff member was closing the device. All incidences occurred to the same staff member. For two of the instances, no injuries were reported. The other two incidences cause needlestick injuries. Customer states issue has been happening for the last 6 months. 1st incident 4/14/2023 needlestick.